Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-99mg/dl fasting. Verified the strips expire 09/18/2016. Customer confirms the strips and meter are stored in the bathroom. The customer states the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 143mg/dl and 125mg/dl fasting. Reviewed meter memory; no adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-99mg/dl fasting. Verified the strips expire 09/18/2016. Customer confirms the strips and meter are stored in the bathroom. The customer states the strips were first opened on (B)(6) 2015. Customer performed back to back blood test, 143mg/dl and 125mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.